Manufacturer narrative:
(B)(4). Date sent: 12/5/2023. D4: batch # 859a47. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned relaod. Visual analysis of the returned sample determined that the cr40g reload was received with all staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advanced. No functional test was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the device. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 859a47, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the nurse could not reload the cartridges. No patient consequence reported.